Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attorney alleges that the implantable cardioverter defibrillator (ICD) "did not perform as intended and was defective". The attorney further reports that the patient is deceased. The cause of death was provided as cardiopulmonary arrest and cardiomyopathy.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. The proximal conductor of the lead became extrinsically fractured due to a cut. The distal conductor of the lead became extrinsically fractured due to a cut. The inner insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.